Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. The unit was received fully fired. There were no visual or functional abnormalities observed during product analysis. The unit was reloaded with staples and fired with a pmv test unit. The staples formed properly and the media was properly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, when closing the window of anastomosis, during an open gj anastomosis, the staples did not deploy causing an incomplete staple line. The reload fired without stapling. It caused temporary injury to the patient specifically tissue loss due to a cut by stapler. The surgical time was extended for 30 minutes or more due to the product problem. An additional operation was performed to correct the issue. They did hand suture to resolve the issue in order to complete the case. Patient is alive with no injury.